Event description:
The customer reported that the peripheral IV set became disconnected from the pt's catheter and the pt received a blood transfusion.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer report could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.